Event description:
While attempting to infuse blood thru the white port fluid eviscerated into the pt's subcutaneous tissue resulting in severe swelling and bruising. The blood was discontinued, pt taken to the or for removal & replacement.